Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl, 550 mg/dl and 356 mg/dl. Customer stated that the sensor was reading low and then they drink soda to bring the blood glucose level up bit but it was already up. Customer stated that the sensor was full of blood and the cannula was fine. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting for site issue. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive change sensor alert. Customer reports consecutive sensor alerts with different sensors. Customer was able to run test on transmitter and test was passed. Customer stated that the sensor glucose and blood glucose were not in range that caused a really high blood glucose. Customer stated that the insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer reports difference was occurring with a previous sensor. The sensor will be returned and other devices will not be returned for analysis.